Manufacturer narrative:
Concomitant products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
The patient reported that following a catheter replacement within a week the catheter pulled out because of muscle spasms in their back. Per the patient when the health care provider (hcp) put in the new catheter he couldn¿t get it up as high and was quite a bit lower than what had it previously and that was when he got the best therapy. A revision was done and per the patient the ¿old catheter ¿ broke off inside the patient and was left. The patient stated they ended up with a staph infection that turn into meningitis and so everything was taken out in (B)(6) 2012. The patient stated when he got the infection, the hcp stated it was acsf leak. The hcp told the patient to lay down and wait 6 weeks. The patient stated he had a headache but ¿not a positional headache¿ and his ¿neck¿s killing him¿. The patient ended up with fever of 105 and went to the emergency room (ER) the patient ended up in the hospital ¿quite a while¿ and had a pic line for 3 months. Patient stated when he had the infection the infectious disease doctor was concerned about the distal catheter was left in because he had severe meningitis and that catheter causing him nerve issues in the future. It was later reported by hcp that an MRI/x-ray/CT scan showed free fragment. Electromyography (emg) CT myelogram showed no abnormalities. A pump and catheter revision/replacement were done. The infection occurred after the revision, week post op.. The pump and catheter were explanted 4 months later. The patient experienced meningeal signs/symptoms. The location of the infection was at the catheter track. A culture was obtained and negative. The culture source was csf. The patient received IV antibiotics. There was no drug withdrawal and the infection resolved. Patient outcome was recovered without sequelae. The pump currently dilaudid, bupivacaine, and clonidine